Event description:
Solicited communication. Pt (patient) reported that the "cassette attachment clamp was/is stripped and the patient was unable to remove the current cassette to replace this with a new mixed cassette". Patient further stating that the "strew" may be stripped. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Maintenance due date is unknown. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubleshooting was not completed. Pump is available for return. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes, upon return. Did we replace device? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.